Event description:
During the cerebral angiogram/coil embolization, two stryker target nano coils would not properly deploy through the delivering catheter. Two different coils, the same size 1.5x4cm stryker target 360 nano coils were tried, one after the other. The medical doctor then tried a third coil, which deployed as expected. Both coils had the same lot# and expiration date. There was no patient impact.